Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that high impedance was detected on the patient's m1000 generator. It was reported that x-rays had not been performed to date and no incidents were reported regarding the high impedance. Device history records were reviewed and the generator passed all functional specifications and quality tests prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date.

Event description:
It was reported that upon interrogation of the patient's generator the lead impedance was high. The second interrogation at the appointment had an impedance within normal limits. It was reported that the magnet was tested and registered as expected. No further relevant information has been received to date.